Manufacturer narrative:
Block b3: exact date unknown, event occurred several months ago.

Event description:
It was reported that patient had frequent charging of the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted ipg will not be returned per hospital policy.